Event description:
It was reported by a customer complaint that the patient was hospitalized, due to an incident of diabetic ketoacidosis. The infusion set was noted to be leaking from the tubing where it was connected to the insulin reservoir. Upon investigation at the hospital, it was noted that the luer connector on the infusion set tubing appeared damaged or missing. The tubing appeared to have been shoved into the connector on the insulin reservoir by the end user which resulted in leaking. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.